Manufacturer narrative:
Additional information is not yet available for this event. Upon inspection and testing, the connector pins were found to be scratched and need replacement. The e219/e222 error was observed for the device. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
The device was returned for the issue of scratched without any specifics provided. In estimation, the connector pins were found to be scratched and errors e219/ e222 scope communication error was observed. There is no harm reported to any patient.

Manufacturer narrative:
Additional information has been received from the customer. There is more information on the device evaluation. This supplemental report is being submitted to provide this information. It is not known how the device contact pins are scratched. Device was inspected before use with no anomalies noted. It is not known if the device was dropped or came in contact with a hard surface or sharp corner. There is no information from customer about any error codes or alarms being received, nor about the presence of any foreign objects such as hard water residue, lint or dust on the electrical contacts. The device history record review confirmed that device has no abnormality in manufacturing, concession, and variation. The device does not have a repair history. The connector pins are considered to have been damaged because the connector was attached or detached with excessive force due to the user's handling. Such damage to the pins resulted in poor communication of the connectors and the resultant the e222/e224 error messages.